Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion, the pump alarmed for an occlusion. There was a separation at the safety clip that inserts into the pump and fluids were leaking. There was no report of patient harm.

Event description:
The customer reported that during an infusion, the pump alarmed for an occlusion. There was a separation at the safety clip that inserts into the pump and fluids were leaking. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing came apart at the safety clamp and leaked was confirmed. During visual inspection, it was noted that the pvc tubing was completely separated from the lower fitment. Inspection under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement. The root cause of the event was identified as a manufacturing issue due to no solvent having been applied at the junction of the tubing.